Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported difficult or delayed positioning (leaflet capture) associated with the loss of leaflet capture appears to be related to imaging difficulty. The reported image resolution poor was associated with the difficult imaging. A cause of the reported tissue injury (anterior leaflet tearing) could not be determined. The reported unchanged mitral regurgitation (mr) appears to be related to tissue injury. The reported patient effects of mr and tissue injury as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report tissue damage and unchanged mitral regurgitation. It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade of 3+. One clip was advanced to the mitral valve. After several optimization analyses of the posterior leaflet, the clip was placed at a2/p2. A loss of leaflet capture was experienced with the first clip. Mr was not reduced after clip deployment. Imaging was noted to be difficult. A second clip was prepared but was not used. The physicians took a very conservative approach thinking that the patient had surgical options and decided not to deploy the second clip. Upon further investigation post-procedure, a slight tear was noted on the anterior leaflet. Mr remained at grade 3+. No additional information was provided.